Event description:
Device analysis revealed that the pusher wire was not attached to the main coil. There were no reported clinical consequence to the patient.

Manufacturer narrative:
A review of device history record (DHR) confirmed that the device met all required specification. Device analysis revealed that the coil was extensively stretched at the proximal end and only part of the pet junction was present at the proximal end. The pusher wire was not attached to the mail coil and it was not returned. Blood matter was evident along the length of the main coil. Blood found on the main coil is indicative of insufficient flushing during the procedure. In addition, information obtained confirmed that resistance was experienced during advancement of the coil into the microcatheter. As per the direction for use (dfu), in order to achieve optimal performance it is critical that continuous infusion of an appropriate flush solution be maintained. Also, continuous flush reduces the potential for thrombus formation on, and crystallization of infusate around, the coil detachment zone. It is probable that thrombus built up around the coil caused resistance in the microcatheter resulting in device findings. Therefore, a root cause of user/use error will be assigned to this investigation.